Manufacturer narrative:
Complaint/service history review: a 13-month complaint history review and service history review for similar complaints was performed for instrument serial number (B)(4) from (B)(6) 2020 to aware date (B)(6) 2021. No other similar complaints were identified during the search period. An investigation was performed in response to a complaint of quality control (qc) results for follicle-stimulating hormone (fsh), prolactin (prl), and thyroid-stimulating hormone (tsh) level 2 controls were out of range high. The device was being used for diagnosis during the complaint event. Further investigation is in progress.

Event description:
The customer reported quality control (qc) results for follicle-stimulating hormone (fsh), prolactin (prl), and thyroid-stimulating hormone (tsh) level 2 controls were out of range high on the aia-900 analyzer. The customer reran with fresh qc with the same results. The customer completed system decontamination during quarterly maintenance the previous month. Field service was requested. The customer ranges: fsh level = 5.4-10.0 uiu/ml; level 2 = 17.4-32.2 uiu/ml; level 3 = 26.1-48.5 uiu/ml. Tsh level 1 = 0.28-0.52 uiu/ml; level 2 = 3.52-6.54 uiu/ml; level 3 = 23.28-43.24 uiu/ml. Prl level 1 = 0.8-1.6 ng/ml; level 2 = 4.1-7.5 ng/ml; level 3 = 3.7-6.9 ng/ml. A field service engineer (fse) was dispatched to address the reported issue. There was a delay in reporting intact parathyroid hormone (ipth) and prolactin (prl) patient results. However, there was no patient intervention or adverse health consequences due to the event.